Event description:
As reported by the user facility: "would drip at a consistent rate for awhile, then drip rapidly for a few second and then go back to programmed rate", (which is unknown at this time) - fentanyl infusion. One hundred ml extra fluid was delivered over approximately 4 hours. No injury to patient. Please refer MFR report #9610825-2013-00108.